Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer cursor migrated unassisted and randomly across the screen and could not confirm the customer comment of flickering when repositioning the display. However, it was confirmed that the device has been dropped and it was noted that display hasps was broken. The upper display hinges were broken. It was further noted that the lower display hinge cover was missed and keyboard was broken. Additionally, it was noted that the device failed functional test emergency vvi button press. Reseated emergency vvi button and cable. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6: eval code conclusion (fdc/annex d) additional codes: img (annex g) component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer cursor migrated unassisted and randomly across the screen. It was noted that when the screen was in specific positions, it flickered upon being powered on. Additionally, the programmer was apparently not placed on a solid surface but on a surgical boom. While the programmer was being set up for a competitive ablation case, the unit was accidentally bumped off the surgical boom. The unit fell approximately 2.5 feet to the ground, causing a small piece of the case to separate from the unit, the part was later placed in the compartment that holds the power cord. It was also noted that when attempting to close the screen, it did not click or lock into place. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.